Event description:
It was reported that the right ventricular (rv) lead had chronic high impedance and thresholds. A fracture was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg lead, implanted: (B)(6) 2009; 4965-35 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The returned lead distal segment was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. There was not a conductor fracture observed on the lead distal segment. An in-vivo insulation breach (bltv) was observed. The lead was returned with explant damage. The full lead was not returned.